Event description:
It was reported the ipg has migrated and as a result is causing the patient persistent pain. The patient will meet with the sjm representative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.